Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. The ventricular lead exhibited low impedance. No intervention was reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.